Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the stent attached to the snare and with the guide catheter. A visual examination found the crimped stent severely damaged, with struts distorted, bunched, stretched and lifted upwards from the stent profile. On initial analysis, the balloon cone profiles were reviewed and no issues were apparent with the overall balloon profile. The balloon wings appeared tightly wrapped and evenly folded which signifies that the balloon was not subjected to a positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon and the presence of highly pronounced crimp pillowing would suggest that the balloon did not receive any significant positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08623. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the ostium of the left circumflex artery. A 7f cls3.5 mach1 guide catheter was placed and a 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion for predilation however, the shaft of the device broke approximately 15cm from the distal tip while still inside the guide catheter. The distal portion of the 2.00mm x 15mm emerge¿ balloon catheter was inside the guide catheter so the balloon catheter was removed together with the guide catheter. A new mach1 guide catheter was placed and a 3.00x16mm promus premier¿ stent was then advanced and was able to cross the lesion. The device pulled back proximally however, the stent was pulled off the stent delivery system (sds) balloon prior to inflation and became stuck inside the patient. The detached stent was retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-08623. It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the ostium of the left circumflex artery. A 7f cls3.5 mach1 guide catheter was placed and a 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion for predilation however, the shaft of the device broke approximately 15cm from the distal tip while still inside the guide catheter. The distal portion of the 2.00mm x 15mm emerge¿ balloon catheter was inside the guide catheter so the balloon catheter was removed together with the guide catheter. A new mach1 guide catheter was placed and a 3.00x16mm promus premier¿ stent was then advanced and was able to cross the lesion. The device pulled back proximally however, the stent was pulled off the stent delivery system (sds) balloon prior to inflation and became stuck inside the patient. The detached stent was retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.